Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when an asymptomatic patient presented in clinic, post-paced t-wave oversensing was observed on the ventricular channel. Programming changes were recommended; device remains implanted.